Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using an unspecified method and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that low positive signals for n1 in of their negative external controls and samples with the sars-cov-2 assay. "

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using an unspecified method and the result was negative. The customer stated results were not reported out so there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " it was reported that low positive signals for n1 in of their negative external controls and samples with the sars-cov-2 assay."

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 1120342 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1120342 was manufactured according to specifications and met performance requirements. Customer complained about low n1 positive / n2 negative results on some negative external controls and patient samples with the bd sars-cov-2 reagents for bd max¿ system kit lot 1120342, which gave a negative result upon repeat. Customer provided seven run files (runs (B)(4) from instrument ct1689 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication was performed across all suspected false positive results in which only the n1 target was detected, while using lot 1120342. The manual pcr curves adjudication analysis revealed late and low, but true n1 positive result. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples. Based on the data and information provided, specimens at or near the assay limit of detection (lod) or environmental or cross contamination are the most likely causes to explain the customer¿s positive results. However, bd was unable to confirm the exact cause of the customer¿s positive results, but no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1120342. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).